Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired misformed clips and jammed clips. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.